Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported that during an endoscopic mucosal resection (emr) the doctor placed 5 clips on the antral bulb defect using the dco235w, 16mm duraclip applier. There were no reported issues with the initial surgery, however, the patient returned a few days later with bleeding because a few of the clips fell off. The patient was hospitalized. Further attempts were made to find out what intervention were done; however, no other information was received other than the patient's status is good. This report is being raised based on patient injury.